Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure, unit performed autofill at first but then would fail after running a while.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field safety engineer (fse) was dispatched to evaluate the unit. Fse noticed that the vacuum was marginal but in spec. But the bimba leds wouldn't lite up. The fse noticed the shuttle transducer was drifting higher each time he rebooted. All these symptoms were causing the autofill's to fail intermittently. The fse replaced (d102-00-0001), pneumatic luer fitting (d103-00-0398-01), fill manifold assembly (d104-00-0023), purge assembly (d104-00-0026), cylinder (d202-00-0133), pressure transducer (d682-00-0076-01). Performed a full functional and safety tests. All tests pass. Returned to customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 26 mar 2024. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0202-00-0133 cylinder, volume, iabp serial number (B)(6), part number 0682-00-0076-01, pressure transducer serial number (B)(6), part number 0104-00-0023 manifold assy, iabp, part number 0104-00-0026 purge valve assembly 1422_asco part number 0102-00-0001 cmpnt pump assy, dc knf serial number (B)(6). These parts were received with a reported unit failure of the device performing an autofill, then it would fail after running awhile. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat then proceeded to test each part. Please note, each part was installed and tested separately, then un-installed. The fat installed part number 0202-00-0133 cylinder, volume, iabp serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the volume cylinder to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat proceeded to perform an autofill. The system was able to perform an autofill with no problem. The fat then installed part number 0682-00-0076-01 pressure transducer serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the pressure transducer to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat proceeded to perform an autofill. The unit could not autofill, and a visual alarm on the display of autofill failure was observed, along with an audio alarm. Part number 0682-00-0076-01 pressure transducer serial number (B)(6) failed testing. The fat then installed part number 0104-00-0026 purge valve assembly 1422_asco into the cs300 test fixture serial number (B)(6) and tested the purge assembly to factory specifications per the cs300 service manual part number. The fat performed an autofill. The cs300 was not able to autofill. The fat observed a visual autofill failure alarm, along with an audible alarm. The purge assembly failed testing. The fat installed part number 0102-00-0001 cmpnt pump assy, dc knf serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the pump to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The pump assembly passed all testing. In summary, there were two bad components that was the cause of the cs300 not autofilling, part number 0682-00-0076-01 pressure transducer serial number (B)(6) and part number 0104-00-0026 purge valve assembly 1422_asco. Per retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 12 nov 2024. Failure analysis received from the supplier for pn 0102-00-0001. Please see attachment. They stated: no failures could be detected. All test values comply with the specifications. No issue confirmed for this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. Failure analysis received from the supplier for pn 0202-00-0133. Please see attachment. They stated: upon testing the cylinder, it appears to be functioning as intended. Per testing instructions, the cylinder should have an initial breakaway pressure of <1.75 psi, a running pressure of <0.75 psi, and take a maximum time of 4 seconds to complete full actuation. As seen in the screenshot below, the initial breakaway pressure was measured at ~0.3 psi, running pressure of ~0.3 psi, and a full actuation time of ~2.4 seconds. The position sensors on the unit were tested, and function as intended. The measured leak rate was recorded at 0.4 sccm. No issue confirmed for this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. Per sme-based on the information in the complaint, the root cause of the autofill failure was due to failures of the purge valve assembly and pressure transducer.